Event description:
It was reported that the 2800 system locked up and had a communication error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power switch and ccd camera were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.